Event description:
It was reported by dealer that the right side wheel lock has come apart and fallen off and the left side wheel lock is worn (prox4s wheel chair). Dealer could not provide any further information.